Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Health professional reported that after treatment with juvederm ultra xc in the lips, "sides of the nose", and forehead with one syringe of juvederm ultra xc, the pt developed severe swelling of the upper lip. The pt was given a dental block and topical anesthetics prior to the juvederm treatment. Physician treated the pt with intravenous steroids and oral benadryl to hasten the resolution of symptoms and prevent worsening of the symptoms that could lead to permanent damage.